Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The target lesion was severely tortuous, 99% stenosed, and located in the ostial right coronary artery (rca). A diamondback coronary orbital atherectomy device (oad) crossed the lesion and treatment was performed at low speed in a distal to proximal direction. A final treatment pass was performed at high speed, and the oad was removed using glideassist. Upon removal, it was noted that the tip of the oad had detached. The viperwire guide wire was then removed, however the oad fragment had not remained on the guide wire. The guide catheter was disconnected from the non-csi hemostasis valve, and the valve was flushed. The oad fragment was then located in the guide catheter, leading the physician to conclude that it had become stuck on the valve. The patient was stable post-procedure and was discharged.

Manufacturer narrative:
Updated fields: b4, g4, g7, h1, h2, h3, h6, h10. The oad was received at csi for investigation. The oad driveshaft was observed to be fractured at the proximal edge of the crown weld. Driveshaft flexing at the weld location can initiate a fatigue failure. Scanning electron microscopy analysis was performed and identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported fracture is undetermined. It should be noted that the instructions for use for the coronary oas states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. Two devices of this lot were discarded prior to distribution due to crown weld issues. There is no known link between these devices and the reported event and there was no evidence of a manufacturing weld issue on the reported device. Csi ID: (B)(4).